Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 3.6 mmol/l while their blood glucose reading was 5.6 mmol/l. They also had a sensor glucose reading of 2.8 mmol/l while their blood glucose was 4.7 mmol/l. Their current blood glucose was 10.2 mmol/l. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the low sensor glucose. The sensor glucose that triggered the suspend event was 3.6 mmol/l. The suspend on low limit in the sensor setting was 3.6 mmol/l. The sensor will be returned for analysis.